Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three months post-implant of the implantable pulse generator (ipg) system with an absorbable envelope the patient experienced a pocket infection. The ipg system was explanted and subsequently replaced with a leadless pacemaker system at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that wound and blood cultures were taken. The results of the wound cultures were positive for the presence of methicillin-resistant staphylococcus aureus (mrsa) and the blood culture results were negative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.